Event description:
It was reported patient underwent a knee procedure on (B)(6) 2011. Subsequently, a revision procedure has been indicated due to loose tibial component. There has been no reported revision procedure to date.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 4 states,"implants can loosen or migrate due to trauma or loss of fixation."

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
It was reported that patient underwent an orthopedic salvage procedure on (B)(6) 2011. Subsequently, a revision procedure was performed on (B)(6) 2014 due to loosening of the tibial component. The tibial component was removed and replaced and a proximal femoral body was implanted.

Manufacturer narrative:
This follow-up report is being filed to relay corrected information.

Event description:
It was reported that patient underwent an orthopedic salvage procedure on (B)(6) 2011. Subsequently, a revision procedure was performed on (B)(6) 2014 due to loosening of the tibial component. The tibial component was removed and replaced.